Event description:
Adverse event(s): "there was no pt involvement" (no pt involvement). Product problem(s): "the system shut down" (loss of power). The nurse reported that during setup for the next case, the system shut down. There was no system message, although blue standby switch was on. The system was switched out to proceed with the case. There was no pt involvement.

Manufacturer narrative:
The company service rep examined the system and found the system message reported in the event log. The host module and power supply were replaced. The system was then tested and met all product specifications. The samples have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4).